Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Two brushes have broken, the top part of the brush head separated from the bottom part [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she bought some oral-b power oral care refills precision clean on (B)(6) 2016, and since then, 2 had already broken when used with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that the top part of the brush head separated from the bottom part. No symptoms developed. On 28-apr-2016 received consumer follow-up: the consumer reported that he or she scratched the grey logo with a coin, but when he or she did so nothing happened and the logo remained intact. No further information was provided.